Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
The literature article entitled, "total hip arthroplasty in patients with deficient bone stock and small femoral canals " written by h. U. Cameron, mb, chb, frcs(c), o. B. Lee, mb, chb(cuhk), frcs (edin.) And h. Chou was reviewed for MDR reportability. The article reports upon 28 patients who underwent 34 thas with a 9-mm s-rom depuy stem. No information is given regarding the identity of femoral head or acetabular components. Results include mild pain(3), positive trendelenburg (no information on interventions or if self alleviated..7), nerve palsy (self recovered..1 but with dysesthesia around knee), patient falling resulting in fracture requiring revision (1), myositis ossificans limiting flexion to 70 degrees (1), dislocation treated by closed reduction (1), stem subsidence with osteolysis but no intervention(1), stem subsidence progressing osteolysis leading to femoral fracture requiring revision (1), cup loosening requiring revision (1), acetabular osteolysis besides the case of cup loosening (1), poly wear or cold flow of poly without intervention (7), poly wear or cold flow of poly liner with revision (2 - one due to liner deformity and the other due to intraoperative discovery of osteolysis requiring grafting). Impacted product: depuy s-rom stem. Adverse events associated with stems: mild pain, nerve injury, extra skeletal ossification, femur fracture, surgical intervention, device migration, osteolysis.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> no device was received. Root cause undetermined. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.